Event description:
It was reported by the rep that the (1) ems was used during a laparoscopic hernia procedure. It was reported that the device would not fire. The case was completed with another device and with no pt consequence.